Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product aquatherm heater 091, serial #(B)(4) was manufactured on 05/06/2009. DHR investigation did not show issues related to complaint. Corrective actions and root cause cannot be established at this time since it is necessary to receive the device sample to perform a proper investigation and confirm the defect. The customer complaint cannot be confirmed. If the device sample becomes available, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleged that the unit stopped heating while in use on a pt. No pt injury and pt safety was not jeopardized, per user facility.